Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed failure to capture during a device check. The lead has been explanted and a new rv lead implanted. No additional adverse patient effects were reported.